Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a health care provider. It was reported that the patient¿s weight at the time of the event was unknown. The explanted systems were discarded. No further complications were reported or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Concomitant product(s): product ID :97714, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was an infection at the implantable neurostimulator site and lead insertion sites. There was redness at the wound and pus draining. The battery pocket was the worst and there was slight redness at the lead insertion site. The patient had two spinal cord stimulation systems. The one that was affected was just placed a few weeks prior to the report and provided thoracic stimulation. Because the previous system was along the same lead tract in the cervical area, the health care provider elected to explant that system as well. Two complete system explants were performed on (B)(6) 2017. No further complications were reported or anticipated. Refer to manufacturer report 3004209178-2017-08331.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.